Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-14225. It was reported that one of the patient¿s lead had migrated. Surgical intervention may take place to address the issue it¿s unknown which lead migrated, and both are being reported.

Event description:
Additional information received identified that surgical intervention was undertaken on wherein both leads were explanted and replaced. Effective therapy restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.